Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg is was inoperable. Surgical intervention took place where the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was inoperable. They stopped charging the device many years ago because they lost the charger. The ipg was replaced. During the procedure one lead had all high impedances; a fracture was suspected. Despite the fractured lead, effective coverage was achieved with the one remaining lead. No further intervention was planned. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.